Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was received for analysis. No procedural images were provided to medtronic for review. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Without procedural images for review, the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. A valve was received loaded in the capsule of the dcs. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. A kink was observed along the distal end of the inner member shaft near the nose cone. Delamination of the capsule was observed on the dcs, which typically occurs when the capsule is subjected to a bending force potentially after tracking through the patient anatomy. There was also damage observed on the threading of the screw gear. This damage indicates high forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Many sources may contribute to high forces in the system including load quality and packing density of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. A break and buckle were observed in the capsule nitinol reinforcing frame near the proximal end of the capsule which is consistent with the reported inability to recapture. Based on the investigation completed into capsule separation, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy (vessel tortuosity & calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the patient's challenging anatomy or the operators misuse may have contributed to the capsule separation, but this cannot be conclusively confirmed. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The delivery catheter system (dcs) has been received in the analysis lab. The product analysis and investigation are in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged on the first d eployment attempt. The valve was withdrawn to the aortic arch and a recapture was attempted. At approximately 80% recapture, a loud "pop" was reported, and the delivery catheter system (dcs) actuator handle separated. A kink in the proximal end of the capsule was also noted. The actuator handle was reconnected, and the system was withdrawn to the descending aorta to remove the kink in the capsule. Another attempt was made to recapture the valve, however a portion of the valve (15-20%) remained outside of the capsule. Vascular surgery was consulted, and the system was removed from the patient. It was reported there was no difficulty loading the valve, advancing the dcs through the patient or tension felt within the system. A 20 fr sheath was advanced into the artery followed by a new dcs with a new valve. The valve was able to be successfully implanted. It was reported that there was a small amount of calcium in the right common femoral artery. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The handle appeared intact. The device was received with the capsule partially opened. And the distal portion of the valve is observed, to be exposed through the distal end of the capsule. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. A kink was observed, along the distal end of the inner member shaft near the nose cone. Delamination was observed, along the length of the capsule. There was a buckle observed, in the capsule nitinol reinforcing frame near the proximal end of the capsule and the distal end of the capsule. There was a break observed, in the capsule nitinol reinforcing frame near the proximal end of the capsule. Stress marks are observed, on the outflow support. There was damage observed, on the threading of the screw gear. Damage was observed, along the distal end of the middle member, close the paddle pockets. The device appeared functioning. And the deployment knob could not be separated by hands. The actuator components were separated with the aid of a metal ruler. Both tab 3 and tab 4 were observed, to have a stress mark at the point where the tabs protrude from the male actuator component. A mark was presumably occurred in the lab, while attempting to separate the actuator components, was noted on the body of the male actuator. The left actuator component received was inspected. And it is confirmed, to be a new actuator design the reported event for kink. And unable to recapture could be confirmed, in the analysis the reported event for separation of components. And dislodged could not be confirmed in the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.